Manufacturer narrative:
Model number/catalog number: 72404127 serial number: null batch/lot number: 0142043010 model/catalog description: control pump fgs iz.

Event description:
It was reported that the patient was not able to operate the artificial urinary sphincter (aus) because he was not mentally competent. An explant surgery was performed in which the pressure regulating balloon was deactivated but remained implanted. No further patient complications were noted, and the patient's current status is unknown. No more information available at the moment. Should additional information become available, it will be provided.